Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reasons for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side ¿seroma" and "capsular contracture (degree of seriousness: not serious)". Treatment of ¿puncture¿ was provided, and the device remains implanted. Healthcare professional also reported patient was asked to "massage" for additional treatment. Healthcare professional reported ¿capsular contracture baker grade 3¿.